Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The failure to achieve hemostasis appears to be related to use technique as the knot was not fully tightened. It should be noted that the IFU, knot advancement section states that hemostasis of the access site is achieved when the knot is fully advanced to the arterial surface, the slack is gently pulled from the knot with the non-rail limb while the suture trimmer holds the tension on the rail limb of the suture, and the tissue is in complete apposition. A conclusive cause for the reported back wall stitch could not be determined. The reported patient effect of occlusion and ischemia are known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. 2017 code clarifier - failure to follow steps / instructions. The other additional proglide referenced in b5 is being filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the sutures of two proglide devices were pre-placed in the left common femoral artery using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sheath was upsized to an 11f and the aaa procedure was completed. When closing with the proglide devices, the knots of the proglide devices were not fully closed down and locked by the physician. Manual compression was held to achieve hemostasis. When the drape was lifted from the patient after the procedure, it was noted that the patients foot was "gray". A surgeon was called in and cutdown surgery was performed. The vessel was found to be occluded. Reportedly, the proglide sutures captured the back wall causing the occlusion. It was not know if the sutures of one or both proglides captured the back wall. Endarterectomy was performed and a patch was placed. Blood flow was restored to the foot. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.